Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a hypoglycemia episode and went to the emergency room. She complained of her hand cramping and of dizziness. The patient's blood glucose at the time of incident was 49 mg/dl. Her blood glucose decreased because she had only eaten a banana and a piece of toast for breakfast. The customer's hypoglycemia was treated with dextro. Troubleshooting was declined for the hypoglycemia; the customer stated that she will call back for troubleshooting. No products were returned or replaced.